Event description:
The customer's daughter reported via phone call that he had a high blood glucose level of 587 mg/dl. They changed the infusion set and reservoir. The customer was treated with the insulin pump after the infusion set and reservoir were changed. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.